Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not perform the air removal step. Tandem technical support educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. Customer loaded a new cartridge to resolve the issue.